Manufacturer narrative:
Product event summary: manufacturer's analysis found that the lower part of the liquid crystal display (lcd) was missing multiple lines, the capacitor was worn out, the cap of the battery drawer was missing, the upper and lower cases were broken, and the bails and bail covers were missing. The epg was sent back un-repaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.